Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleaks.

Event description:
The following information was reported to gore: on (B)(6) 2015 a patient underwent treatment of an abdominal aortic aneurysm measuring 49.7mm in diameter with gore® excluder® aaa endoprostheses. On (B)(6) 2015 the aneurysm measured 48.2mm. On (B)(6) 2016 the aneurysm measured 45.7mm. On (B)(6) 2017 the aneurysm measured 46.1mm. On (B)(6) 2018 the aneurysm measured 52.1mm. On (B)(6) 2018 the aneurysm measured 58.6mm. On (B)(6) 2018 a reintervention was performed to treat the endoleak. A CT scan guided embolization was performed with onyx. On (B)(6) 2018 the aneurysm measured 58.3mm.

Event description:
The following information was reported to gore: on (B)(6) 2015 a patient underwent treatment of an abdominal aortic aneurysm measuring 49.7mm in diameter with gore® excluder® aaa endoprostheses. On (B)(6) 2015 the aneurysm measured 48.2mm. On (B)(6) 2016 the aneurysm measured 45.7mm. On (B)(6) 2017 the aneurysm measured 46.1mm. On (B)(6) 2018 the aneurysm measured 52.1mm. On (B)(6) 2018 the aneurysm measured 58.6mm. On (B)(6) 2018 a reintervention was performed to treat a type ii endoleak. A CT scan guided embolization was performed with onyx. On (B)(6) 2018 the aneurysm measured 58.3mm.